Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had difficulty recharging and difficulty maintaining the antenna over the implantable neurostimulator (ins). The day of the call ((B)(6) 2016) was the patient's first time charging the ins. The manufacturer representative told the patient that they would need to charge with 6 coupling bars. The patient stated that they had been charging for 3.5 hours that day and the coupling bars fluctuated from 4 to 6 to 2 and then back to 4 bars. Currently, the patient had 4 bars. The patient stated that they had tried to turn the antenna dial to troubleshoot. During the call, the patient was seeing the thermometer screen and so was not able to use the implantable neurostimulator recharger (insr) to troubleshoot the coupling bars. The patient stated that they were charging under blankets/pillows or near an ambient light source. The room that the patient was in was hot. It was reported that the patient was getting upset because the room was warm and they were sweating. The antenna felt hot. It was reported that suddenly on (B)(6) 2016 the patient's back started to hurt from sitting for 3.5 hours trying to charge. The patient was going to take a break and try charging later. Additional information was received from the patient on 2(B)(6) 016 that reported that she was still having issues with coupling and recharging. She was assisted with performing an antenna locate session and reported 44 and 46. The patient stated that it felt like the implantable neurostimulator was sitting at an angle in the pocket, she was redirected to her health care provider's office for help with recharging.

Event description:
Additional information was received from the health care professional (hcp) stating that the patient did not report this problem to them. The patient was last seen on (B)(6) 2016 and they reported zero issues and reported being happy with the new position of their implantable neurostimulator (ins). It was also noted that the patient did have a very large ¿pannes¿ secondary weight loss surgery with excessive and loose skin. The battery was requested to be placed here by the patient due to bad shoulders and unable to reach behind. The ins sitting at an angle in the pocket issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.